Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the lower case was damaged. It was also found that the red and white display wires were pinched, and the wire was exposed. Additionally, it was found that the upper case was broken. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damage near the battery door. It was returned for repair and calibration. The epg subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.